Event description:
It was reported that the needle of a bd¿ syringe had rust on it before use. Customer¿s verbatim: ¿rust on the needle is seen in one of the syringes. Info add: patient reported that it was before use. He finished using the box syringes and did not know if there were any more needles. There was no need for medical intervention. The medicine you administer is fast and intermediate insulin. Sample available."

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that the needle of a bd¿ syringe had rust on it before use. Customer¿s verbatim: ¿rust on the needle is seen in one of the syringes. Info add: patient reported that it was before use. He finished using the box syringes and did not know if there were any more needles. There was no need for medical intervention. The medicine you administer is fast and intermediate insulin. Sample available." H.6. Investigation summary: customer returned (1) loose 1cc, 6mm syringe without any packaging. Customer states that rust was seen on the needle. The returned syringe was examined and exhibited dark material on the surface of the cannula shaft. A small portion of this material was removed from the cannula and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive. A review of the device history record was completed for batch# 8134829. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA 226773 has been opened to address this issue for 1ml syringes. Additional investigation performed: visual inspection of the syringe found drops of adhesive on two of the barrel tip ribs. There was also adhesive covering the bottom 75% of the cannula. Small hair-like orange plastic was imbedded in the adhesive. Maintenance tracking system leading2lean had dispatch #26052 during time of manufacture 23jun2019-24jun2019 to address cannula point defects and adhesive issues found on the line 8 pils. Probable root cause of the adhesive runoff is from adhesive application out of adjustment. The adhesive application was adjusted to correct the issue. CAPA 226773 was initiated on 29 aug 2018 and completed on (B)(6) 2018 to address adhesive related applications for 1.0ml syringes. The CAPA implemented improvement to work instructions, training, upgrades to cameras and lighting, rebuilding of pils shield dials, and preventative maintenance for shield dials. CAPA was determined to be effective on 11feb2019.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd¿ syringe had rust on it before use. Customer¿s verbatim: ¿rust on the needle is seen in one of the syringes. Info add: patient reported that it was before use. He finished using the box syringes and did not know if there were any more needles. There was no need for medical intervention. The medicine you administer is fast and intermediate insulin. Sample available. ((B)(6))".